Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) upon analysis, it was reported that the distal conductor was distorted, there was deformation/fracture in 5cm proximal section of inner coil which lead to extension problems, there was blood in/on the helix/lobe mechanism, sleeve head, and distal conductor (non-obstructing).

Event description:
It was reported that during the implant procedure, there was difficulty positioning/fixing the helix. After several attempts, the helix could no longer extend. The lead was not implanted. No patient complications were reported as a result of this event.